Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 500 mg/dl, a loss of consciousness, and a fall resulting in a head laceration requiring stiches and a concussion. The cause of the elevated bg level was unknown. Bg was addressed with intravenous insulin and saline. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage sustained. System check with tandem technical support confirmed the pump was functioning as intended.